Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, 90% stenosed lesion in the right coronary artery (rca). A 2.25x15mm nc trek balloon dilatation catheter (bdc) was advanced with resistance from the anatomy but reached the target lesion. The bdc was inflated one time to 18 atmospheres (atm) when the balloon ruptured. The bdc was removed without issue and another same size nc trek was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.